Event description:
Cardiologist and boston scientific rep stated "battery replacement only" "home right away" on pre-op paced checks - " leads are fine". Defective lead found at surgery. Replacement of lead led to pneumothorax and permanent nerve injury left arm and pt sent home with misdiagnosis of progressive left pneumothorax. Required re admission in 3 days, and treatment. (B)(4) m.d., will not reply to questioning why the defective lead was not discovered on pre-op. Pacer checks by the technician and employee. (B)(4).